Manufacturer narrative:
Height: 73 inches. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user developed a red; bumpy rash under entire 4 sides of the dressing border on the right knee. The end user also describes feeling like the affected area is on fire. The dressing was worn for 9 days against the manufacturer's recommendations; as the dressing is only indicated for wear of up to 7 days. Also it is unknown if knee was flexed prior to dressing application. The physician diagnosed the area as a possible allergic reaction and instructed end user to leave area open to air and wash with mild soap and water. The physician also issued prescriptions for oral keflex 500mg 4 times a day for 10 days and oral prednisone 5mg twice a day for 10 days. The patient is to follow-up with the surgeon in two weeks. Additionally, the reporter advised that proper application techniques including flexion of knee prior to application of dressings were discussed in a symposium to prevent future reactions.